Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during peritoneal dialysis therapy. It is unknown whether the patient was connected at the time of the alarm. The technical services representative advised the caller to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.